Manufacturer narrative:
The customer was sent a replacement pump in style advanced breast pump. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Noise issues on the pump in style advanced breast pump are under investigation in (B)(4).

Event description:
On (B)(6) 2016, the customer reported to customer service that her pump in style advanced breast pump had low suction and made an unexpected noise. She also stated that she was diagnosed with mastitis by her doctor and was treated with antibiotics on (B)(6) 2016. On (B)(6) 2016, a medela clinician followed up with the customer, at which time she stated that she was taking keflex (cephalexin) for 10 days; she did not know the dose. She also stated that the replacement pump is working well, and her mastitis is completely resolved. The product was received and evaluated by quality engineering on (B)(6) 2016. The customer's complaint of a noise issue was confirmed; however, the unit functioned within specifications. The noise issue alone is unlikely to have contributed to the customer's mastitis.